Event description:
Wrong part used. Inflammation and gingivale reported. Current patient status - recovered.

Event description:
Wrong part used. Inflammation and gingivale reported. Current patient status - recovered.